Event description:
It was reported that the procedure was to treat a left superficial femoral artery. An absolute pro ll was advanced to the lesion and when the physician turned the thumbwheel, the stent opened 3 to 4 cm. Although the physician kept turning the thumbwheel the rest of the stent would not deploy. An attempt was made to remove the sheath manually and while removing the whole system, the stent deployed up to 20 cm and then separated. The separated pieces were left in the anatomy. Due to the poor health of the patient, surgery was not an option, so a second stent was used to compress the separated pieces to the vessel wall. Blood circulation was restored. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.